Event description:
The device was originally implanted via v-p shunt on (B)(6) 2013 to the patient who was (B)(6) year-old male ((B)(6)). The initial setting pressure was 120mmh2o. On (B)(6) 2014, it was found by the contrast radiography that the ventricles of the patient's brain became large. Since the fluid flow could not be confirmed and the blockade of the valve was suspected, the removal surgery of the valve was conducted on (B)(6) 2014. The setting pressure of the removed valve was 30mmh2o. The patient is still followed and his condition is reported as good.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cphcz3 serial number (B)(4), product code 82-3842. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; a needle hole in the needle chamber was noted, as well as a small tear in the ventricular catheter was noted, this tear could have happened during the ex-plantation of the valve.the valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested. The valve leaked from the needle hole in the needle chamber and from the small tear in the ventricular catheter, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3842, with lot number cphcz3, conformed to the specifications when released to stock on the 6th august 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. The cut in the catheter could have happened during ex-plantation of the valve. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.